Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair surgery using the "ultra fast-fix ab assembly - curved"; after the successful deployment of t1, it was found that there was no suture connecting the t2. At that moment, t1 was already anchor secured and it was left secured in the patient. Although a back-up device was used to complete the procedure, it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the drawing revealed the device should be assembled with both t1 and t2 anchors attached to the suture and placed on the needle. A review of the customer provided image revealed the distal tip of the needle without anchors attached. The t2 anchor attached to the suture and the t1 is detached and not imaged.¿ a visual inspection revealed the device was returned outside of original packaging. The actuator had been fully actuated. The t2 was returned with the suture attached. The t1 anchor was not attached to the suture or returned. The suture had been cut. No physical damage visible to the handheld device. A functional evaluation revealed the actuator and actuator tip function as intended. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.